Event description:
It was reported that the event involved a male pt while in a well trained arrow center, cath lab when the pt was rec'd in shock at night and after percutaneous coronary intervention (pci). Indication for use: low output status. The md was able to insert the intra-aortic balloon (iab) through the teflon sheath via left arterial femoral with no issues. As the md attempted to advance the iab it became very difficult and impossible to advance. As a result, the md encountered difficulty while removing the iab and sheath together as one unit. The md inserted a new iab through the right arterial femoral (opposite insertion site) successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. It was unk if there was a delay or interruption in therapy and if it caused harm to the pt. The pt outcome is the pt is currently in the intensive care unit.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.